Event description:
The user facility reports that the instrument broke in the wound. All of the broken pieces were retrieved from the patient. No patient injury was reported but intervention was required to remove the broken pieces.